Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the scp panel centrifuge jms, which is not distributed in the united states but is similar to the stockert centrifugal pump system with tubing clamp. The 510(k) number of the stockert centrifugal pump system with tubing clamp is k032213. The incident occurred in (B)(6). (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that it was difficult to control the flow rate with the knob of the scp panel centrifuge during set up. The clinician replaced the control panel prior to starting the procedure. There was no pt involvement.